Manufacturer narrative:
Date of event: used the 1st day of the month of the bsc aware date, as no event date was provided.

Event description:
It was reported that balloon detachment occurred. A 15mm x 3.00mm nc quantum apex balloon catheter was advanced for dilation. Aspiration of the balloon that was inside the catheter was performed. However, when the balloon system was removed, it was noticed that there was avulsion at the distal portion of the system. The distal portion was found inside the guide catheter, and can be removed without consequences for the patient. No patient complications reported, and the patient status was stable.